Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right atrial pacing impedances. The patient was seen in clinic and the health care professional was not able to reproduce any high out of range pacing impedances or noise. The patient reported some chest pain. Additional information provided an alert was detected again for high out of range right atrial pacing impedances. Technical services suggested troubleshooting options. Additional information has been requested but not provided. Due diligence has been completed. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right atrial pacing impedances. The patient was seen in clinic and the health care professional was not able to reproduce any high out of range pacing impedances or noise. The patient reported some chest pain. Additional information provided an alert was detected again for high out of range right atrial pacing impedances. Technical services suggested troubleshooting options. Additional information has been requested but not provided. Due diligence has been completed. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to changes in the h6, evaluation conclusion codes and h7, if remedial act init, type fields. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right atrial pacing impedances. The patient was seen in clinic and the health care professional was not able to reproduce any high out of range pacing impedances or noise. The patient reported some chest pain. Additional information provided an alert was detected again for high out of range right atrial pacing impedances. Technical services suggested troubleshooting options. Additional information has been requested but not provided at this time. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.